Event description:
A pps screw tulip separation reportedly occurred in the post-operative setting. Initial surgery occurred on (B)(6) 2011 and consisted of an l4-s1 tlif procedure; follow-up on (B)(6) 2011 noted the tulip had separated. The patient was asymptomatic. Revision surgery was performed on (B)(6) 2011 at the left-side l4 vertebral body that included replacement of the affected tulip, shank and lock screw.

Manufacturer narrative:
(B)(4). Revision surgery was performed on (B)(6) 2011. Explanted product has not been received. Root cause has not been determined for this reported event. Efforts to procure the explanted product will continue and any relevant information will subsequently be reported. Product labeling indicates "... Potential risk identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury." A follow-up report will be filed when new relevant information is available.